Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the coronary procedure was completed by moving the patient to another lab. The philips field service engineer (fse) inspected the system onsite and found that the suite pc process was malfunctioning. The fse performed a software reload to resolve the issue. After reloading the software, the device was returned to use in good working order. The codes were updated based on the investigation outcome.